Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and software upgrade were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 2800 system had mixed up and missing images. No pt injury was reported.